Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
On (B)(6) 2015, dsa-guided lymphoma intravascular transcatheter drug infusion was implemented, and a beacon tip catheter was successively inserted into the right bronchial arteries, celiac axis, superior mesenteric artery and left femoral artery for the injection of chemotherapeutic drugs. When the catheter was inserted in the left femoral artery, a fracture was found about 1.5 cm away from anterior catheter. The catheter was slowly shifted to the right femoral artery following blood flow, but it could not be removed since the fractured part was still in the lower segment of right femoral artery. Hemostasis by compression was given immediately. At present time, the patient's vital signs were normal, with mild swelling of right leg. The tip of the catheter remained inside the patient's body. The patient is scheduled for a procedure to remove the tip at an unknown date. Additional information has been requested, however it was not provided at the time of this report.